Event description:
Multiple rv lead impedance warnings. Rv bipolar impedance low, rv tip to coil impedance >3000 ohms, rv defib lead impedance >200 ohms. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).